Event description:
Product analysis for the tablet was completed and approved on 09/23/2015. The tablet was analyzed and it was found that the tablet could not charge the main battery. The cause for the identified anomaly is associated with a loose battery cable to the motherboard. Once the cable was reseated, no further anomalies were identified during the analysis.

Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
It was reported on 08/19/2015 that the tablet will not take or hold a charge. The orange light flashes as if it is charging but once unplugged it won't stay on. The tablet was received for analysis on 09/01/2015. Analysis is currently underway but has not been completed to date.